Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but its catheter is similar to the product reference (B)(4) cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36946833 which complies with our specifications and does not present any discrepancy. Another similar complaint has been reported to us on this batch of (B)(4) access ports released in april 2019 by the same hospital (9612452-2019-00099). Investigation results: despite our requests, we did not received the complaint sample nor the x-ray pictures for investigation. Conclusion: without the complaint sample or the x-ray pictures for investigation, no thorough investigation is possible and we cannot conclude on the real cause of the incident. If new element become available in the future, we will re-open this file. This is a rare incident (<0.01%). No corrective action is envisaged at the moment.

Event description:
Catheter rupture.